Event description:
It was reported that the button keeps turning. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of unit showed no damage. During functional testing the reported fault was identified with the peep function. The peep was outside of the specified tolerance at the maximum position the root cause of the reported issue was found to be an assembly error. Actions were taken to mitigate the reported issue: reset the peep needle.